Event description:
It was reported that during acl reconstruction surgery, the screw tip had broken off during insertion. There was a delay of 2 minutes. There were no adverse consequences.

Manufacturer narrative:
Delay is sending the 30 day MFR report due to admin oversight. Suspected root cause: from visual examination of the screw and based on the info received, possible suspected root cause is that the bone tunnel was too tight. This results in excessive flattening of the screw threads and shearing-off of the distal tip of the screw. In addition to the possibility that the screw was too large to engage into the bone tunnel, it could also be that the screw was not fully engaged on the driver.